Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that during instability surgery the tip of the arthropierce broke inside the patient, broken pieces were removed with forceps and suction. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported arthropierce 45 degree right, used in treatment, was returned for evaluation. Visual assessment of the device showed the distal tip is bent downward and slightly twisted. The actuator is free from the movable jaw. There are no pieces missing or broken free from the device. The condition of the device indicates it was subjected to excessive force during use resulting in the reported failure. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.